Manufacturer narrative:
A1-a6: no patient involvement updated. D3: mfg establishment name updated.

Event description:
There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel coarse error. There was unknown patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿travel course error" was unable to be duplicated during occlusion testing. Replaced the leadscrew, clutches, worm gear, coupling, carriage, and motor. Probable cause is normal wear and aging. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.